Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, but the pictures were reviewed, and the disassociation was confirmed. The clinical/medical investigation concluded that, the root cause of the reported event was a direct result of the traumatic fall and subsequent complete anterior insert dislocation with rupture of the patellar tendon. The assessed patient impact secondary to the fall was the pain, insert disassociation, tendon tear/repair with a harvested tendon graft, tissue characteristics of metallic wear debris, and the expected post-operative rehabilitative phase. Further patient impact could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review "case report traumatic dissociation of the tibial insert with patellar tendon rupture after high-flex posterior-stabilized genesis ii total knee arthroplasty author: sanjay agarwala¿, 1 patient presented a traumatic late dissociation of the polyethylene insert with patellar tendon rupture after total knee arthroplasty, causing a revision surgery while using a genesis ii tka system.